Manufacturer narrative:
Information was received from a consumer who is not required to complete form 3500a. (B)(4). Other devices used: catalog #00599404017, nexgen lcck articular surface, lot #62849238. Catalog #00598800500, nexgen precoat wedge tibia component, lot #62750445. Catalog #00598802015, nexgen offset stem implant, lot #61556557. Catalog #00597206635, nexgen all poly patella, lot #62882848; manufactured at zimmer (B)(4). Catalog #00598801215, nexgen straight stem extension, lot #62683502n; manufactured at zimmer (B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that this patient is experiencing pain after a revision surgery.

Manufacturer narrative:
No devices were returned for review with the complaint. The device history records for all of the components were reviewed for deviations and/ or anomalies and found that 00-5988-012-15 lot # 62683502n had a nonconformance report. This dealt with a room temperature discrepancy in one of the rooms that the part was manufactured. The parts were reworked. These devices are used for treatment. A complaint history search was performed for each part and lot combination and revealed zero additional complaints. Per the nexgen cr, ps, cra, lps and lcck knee package insert, pain was listed as one of the possible adverse events associated with this surgery. Operative notes were received for the revision surgery prior to the pain allegations that are the issue in this complaint and confirmed that the patient did undergo a total knee replacement due to pain. It was noted upon the removal of the femoral component that there was a significant amount of soft bone under the femur and there was a "concerning amount of bone loss on the distal femur.'' Stemmed tibial and femoral components were used due to the bone quality. They were trialed and found to have appropriate range of motion and stability. The components were cemented in place. Based on the provided information, a definitive root cause cannot be made.